Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus with a rotawire inside the device. Inspection of the device revealed that there was blood in the sheath, drip tubing, advancer and turbine. An attempt to remove the rotawire was unsuccessful, so the burr catheter and wire were soaked in hot water. After soaking for 5 minutes, the devices still were not able to be separated. During the attempt to separate the wire, the tip fractured. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it wasn¿t able to get any speed. The advancer was dismantled and the ultem was found to be melted. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 22-nov2017. Same case as MDR ID: 2134265-2017-12136. It was reported that the burr stalled and stopped rotating. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 1.75mm rotalink¿ plus and a rotawire¿ were selected for use. During the procedure, it was noted that the burr stalled and stopped rotating. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the burr became stuck on the rotawire.